Manufacturer narrative:
Follow-up # 1 date of submission 4/21/2016. Device evaluation: the device has been returned and evaluated by product analysis on 3/30/2016 with the following findings: during visual inspection of the pump, it was observed that the pump was returned with moisture in the battery compartment. The battery compartment was cracked from the bottom traveling to the bumper. A leak test was performed and failed due to a crack alongside the battery compartment. The pump was opened and there was no moisture found.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that there was moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.